Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger /modem sn (B)(4) has been completed. The reported problem (battery charger not recognizing battery packs) was confirmed. Upon evaluation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted q1 current-controlling transistor and a shorted u13 cmos flash microcontroller on the charger bedside board. The cause for the shorted components was liquid contamination in the battery charger. The root cause e for the contamination was unable to be positively determined, but likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger.

Event description:
A (B)(6) female patient's husband called zoll customer support to report that the patient's battery charger was not charging her battery packs. The patient was provided a replacement battery charger.